Event description:
On 11/24/96, during a code situation in the trauma room a pt was being repeatedly defibrillated when allegedly the unit displayed "system failure". A second defib in the room was accessed immediately; the pt did not suffer injury due to the alleged malfunction. Pt expired but death was not attributed to alleged defibrillator malfunction.